Event description:
Patient reported a lap-band that "quit working" at the "3 year mark." It is not known how the problem was first noticed. The patient did not specify if the lap-band system was explanted or replaced. The reported event has not been confirmed by a healthcare professional and no contact information was available for follow up.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the potential of adverse events as follows: "gastric banding done as a revision procedure has a greater risk of complications. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."